Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring, and the patients anatomical measurements were: annular area of 514 mm, annular perimeter of 26.1 mm, lvot area of 527.8 mm, lvot perimeter of 83.6mm, and an aortic angle of 39 degrees. During the procedure, a pre-dilation was performed with a 23mm non-abbott balloon. During valve implantation, it was noted that one of the tabs took a little longer to detach then expected. The tab was able to be released and was implanted at a depth of 3mm. Soon after it was noted that the valve had migrated in the aortic direction. A second 29mm navitor valve was implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable, but there was a delay due to the time of separating the final retainer tab. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring, and the patients anatomical measurements were: annular area of 514 mm, annular perimeter of 26.1 mm, lvot area of 527.8 mm, lvot perimeter of 83.6mm, and an aortic angle of 39 degrees. During the procedure, a pre-dilation was performed with a 23mm non-abbott balloon. During valve implantation, it was noted that one of the tabs took a little longer to detach then expected. The tab was able to be released and was implanted at a depth of 3mm. Soon after it was noted that the valve had migrated in the aortic direction. A second 29mm navitor valve was implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable, but there was a delay due to the time of separating the final retainer tab. The patient is stable.

Manufacturer narrative:
An event of delayed separation of one retainer tab, migration, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration is likely related to procedural condition (delayed separation of one retainer tab). However, the cause of retainer tab issue could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the procedure was prolonged to implant another valve (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.